Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hysteroscopy on (B)(6) 2012 and an electrosurgical device was used. During the procedure, the physician experienced problems with the device. The machine kept on switching off and gave a 200 /15 error. The procedure was abandoned. On (B)(6) 2012, the patient underwent an open laparotomy as she had a perforated uterus as well as a perforated small intestine and large intestine.